Manufacturer narrative:
(B)(4).

Event description:
The customer questioned high inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. Based on the data provided, the results from 1 comparison were discrepant. The initial result from the meter was 4.1 inr. The customer immediately compared this result to the result from the laboratory of 2.9 inr. The results were from samples obtained within 7 hours of one another. The customer based therapy on the 2.9 inr result from the laboratory. The patient's therapeutic range is 2 ¿ 3 inr. No adverse event occurred; medical treatment was not necessary. The patient is fine. The patient is not anemic or polycythemic. The patient is not on heparin or other direct thrombin inhibitors. The customer does not think the patient has antiphospholipid antibodies. The customer is not aware of any medication changes including the patient's coumadin dose. The patient has not been ill, is not on a special diet and has not had any dietary changes. The patient is not experiencing symptoms of high inr. The meter and test strips were requested for investigation. The meter and 2 vials of test strips from the same lot were returned. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.2 inr . Donor 1 hct: 52%. Donor 2 hct: 46%. Donor 1: retention meter with master lot strips: 2.1 inr ; customer meter with customer strips: (vial no.1) 2.1 inr and (vial no.2) 2.0 inr. Donor 2: retention meter with master lot strips: 2.3 inr; customer meter with customer strips: (vial no.1) 2.2 inr and (vial no.2) 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 28631911) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.